Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm maverick? Balloon catheter was advanced for dilation. However, during the procedure, it was noticed that the balloon ruptured. The procedure was completed with a different device without any patient complications reported. The patient was in good condition.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: the fg maverick 2 mr, 2.50mm x 15mm was returned for analysis. A visual and tactile inspection identified no issues with the hypotube shaft, and no kinks or damages with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a v shaped balloon tear 4mm distal to the proximal markerband and therefore the balloon could not be inflated. No issues were noted with the bumper tip. Examination of the distal and proximal markerbands identified no damages. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm maverick? Balloon catheter was advanced for dilation. However, during the procedure, it was noticed that the balloon ruptured. The procedure was completed with a different device without any patient complications reported. The patient was in good condition.